Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the unrelated procedure that occurred on (B)(6) 2020; however, the last power on reset per ipg log occurred on (B)(6) 2020 the day of the explant procedure. The report stated that the issue began for the patient on (B)(6) 2020 the day after the patient underwent an unrelated surgical procedure and the device was not placed into surgery mode prior to that procedure. As a result of this finding, actions have been taken to prevent reoccurrence.